Event description:
It was reported that, during a routine follow-up, nine episodes of non-sustained ventricular tachycardia (nsvt) were noted. Review of two available electrograms (egms) revealed these nsvt episodes were a result of myopotential oversensing, which lead to asystole of greater than two seconds. The patient is pacemaker-dependent but did not experience any symptoms nor syncope. The right ventricular (rv) threshold and impedance were within normal ranges. Subsequently, the patient underwent a revision procedure, and the rv lead was surgically capped/abandoned and replaced. It was noted the patient's cardiac resynchronization therapy pacemaker (crt-p) was also replaced during the procedure. Of note: there were no allegations against the crt-p; rather, the physician elected to also replace it since the rv lead was being revised. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.